Event description:
The customer reported to baxter (B)(4) that an interlink buretrol set had "an upstream occlusion when administering medications while using a pump; they are not able to continue to administer." The customer reports that the device will run erratically on gravity and they are unsure if the patient is receiving the total amount of medication. The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.